Event description:
Additional information received noted that the patient had interstim implanted at the recommendation of his urologist. Following two test procedures, the patient had permanent implant placed on (B)(6). At the present time, the interstim was turned off at the suggestion of the patient's physician. The expensive and very uncomfortable procedures the patient had endured had not provided any relief. The doctor told the patient to turn everything off and see what happens. To date, the patient believed the implant resulted in very little, if any relief. The patient was not sure that it may not have increased the frequency of urination.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the morning of the report, the patient noticed that he couldn¿t urinate and couldn¿t turn his device off. The device setting was on program 1 at 0.1. The patient was assisted with turning the device off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0llhl, implanted: (B)(6) 2014, product type: lead. (B)(4).